Event description:
Information received indicates that while positioning the valve in the aorta, the center section of the valve holder detached and fell onto the valve cinch area. Sutures were not broken. The valve holder was removed, using a pick-up to position the valve in the annulus. The detached section of the valve holder was held securely while the valve was sutured into place and was removed when the valve was secure. The procedure was successfully completed with no patient complication reported.

Manufacturer narrative:
Analysis: the cinch valve holder for the mosaic valves consists of the white rotor arm and a blue body. Dimensional inspection of the returned components shows all parts were within design tolerances. Conclusion: investigation has determined that the likely root cause of the rotor arm falling out of the holder mechanism is a combination of the lateral force applied to the rotor arms, during the cinching process and a looser fit of the rotor arm due to dimensional tolerances. There was no reported patient event.